Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported the connector tubing of the aline insert kit is faulty. When inserting aline and connected tubing, unable to flush. When looking at tubing in light you can see what appears to be an extra piece of plastic that is causing obstruction. No serious injury was reported. Delay in patient care as device would have been required to have been replaced.